Event description:
It was reported that during an upgrade procedure, it was found that the right ventricular (rv) lead had dislodged and pulled back almost into the atrium. The lead also exhibited high undefined out of range (oor) pacing impedance, and noise was observed on the rv lead and far field channel. It was suspected that the lead may have also been fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.